Manufacturer narrative:
The ge service rep removed and replaced the system fluoro function pcba, erased the system nodes and reloaded the system software. He then recalibrated the system collimator. The system operates as intended.

Event description:
The customer reported that an iris potentiometer error code displayed on the system. This occurred during a case. No pt injury was reported.